Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased due a heart attack. The patient heart issue with irregular rhythm and a pacemaker that may have led to their passing.